Manufacturer narrative:
The reporter indicated the lens was explanted on (B)(6) 2018. Another lens was not implanted. (B)(4).

Manufacturer narrative:
Device evaluation-the lens was returned dry in lens case/vial, with clear surgical residue/debris on lens. Visual inspection found haptic broken. Dimensional inspection found lens to be within specification. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.50/+2.0/093 (sphere/cylinder/axis) in the patient's left eye (os), on (B)(6) 2018. The reporter indicated the lens had excessive vaulting. The patient complained of a headache on left side after surgery. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.